Manufacturer narrative:
An extended investigation was performed on the reported complaint and determined that there were no issues with the freestyle librelink app application that would have led to the complaint. The customer reported that an error messages was observed. Attempts to replicate the issue using similar configuration and was not able to replicate the complaint. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with iphone phone with ios operating system version 16.6.1. As a result, customer experienced dizziness, shaking and sweating and was unable to self-treat, requiring third-party administration of glucose injection for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device in use with iphone phone with ios operating system version 16.6.1. As a result, customer experienced dizziness, shaking and sweating and was unable to self-treat, requiring third-party administration of glucose injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.